Event description:
Received notice of a fire that occurred in a home, where a pride powerchair was located. The fire allegedly started in a hallway where the powerchair was charging. The end user and his wife were treated for smoke inhalation and released from a local hospital.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.